Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hand upon removal of a load from a cancelled cycle. The worker was not wearing gloves when the event occurred. The worker did not receive medical attention and the symptoms resolved within one day. The worker was educated on wearing ppe when a cycle cancels.